Event description:
It was reported that the asymptomatic patient presented in clinic, after the implantable cardioverter-defibrillator had delivered an inappropriate therapy via merlin.net, intermittent undersensing was also noted. The device was reprogrammed on (B)(6) 2017. The patient was fine.